Manufacturer narrative:
The reported event of oversensing noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Upon visual inspection, two external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can was found. A full breached outer insulation degradation proximal to the ring electrode was also noted. The cause of oversensing noise was due to the exposure of the outer coil at abrasion and degradation zones.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise. The rv lead was explanted and replaced. The patient was in stable condition.